Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device was not reprocessed properly. It is probable that a leak caused by damage to the forceps channel prevented proper reprocessing and the foreign body could not be removed. Due to damage on the channel tube, water tightness was lost. There have been no reports of the device being used in cases where this event occurred. Three attempts were performed to obtain additional information, but no response was received from the customer. This issue is addressed in the instructions for use (IFU): the detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the evis exera ii gastrointestinal videoscope exhibited foreign material that was found on the plastic distal end cover at the end of the jet channel. There were no reports of patient involvement. Additionally, the jet tube in control unit was clogged as water could not be supplied. After reprocessing, foreign material remained inside the jet tube.

Event description:
It was observed that during the device evaluation, the evis exera ii gastrointestinal videoscope exhibited foreign material found on the plastic distal end cover at the end of the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.